Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Mfg date: the lot was manufactured march 30, 2016 ¿ march 31, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph could not confirm a leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.